Event description:
Boston scientific received information that at review of this implantable cardioverter defibrillator (ICD) logbook, two episodes since last reset were noted. One vf with 31 joule shock and impedances of 34 ohm but there was no electrogram. Then there was one non-sustained ventricular tachycardia episode with an electrogram. There was inquiry as to why there was no vf electrogram. The last office visit noted n/r readings for impedances except for the shock lead impedance. Also, the vf episode showed an episode time of 16 seconds with 13.3 second charge time and no post therapy heart rate. There was inquiry if the ICD may have gone through a warm reset at the time of the shock. Technical services (ts) advised a save to disk for further device evaluation. There was also discussion that the charge time was longer than the elective replacement indication declaration and ts advised the device could be replaced at the physician's discretion. No adverse patient effects were reported.

Manufacturer narrative:
The device was explante for normal battery depletion over four months later and a return request was made for this device.

Event description:
--

Manufacturer narrative:
Disk analysis revealed that a watchdog reset occurred during the ventricular episode with no electrogram. An engineer concluded that it was likely that tachy therapy was impacted in the device's current state. Technical services discussed troubleshooting to address electrogram storage and potential loss of therapy. Should additional information become available this event will be updated.